Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: display with moisture damage; no readable test displayed.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed no evidence of any prime issues recorded. Several call service alarms were recorded. On examination, there was visible moisture in the display. On testing, the pump powered on with proper audio and vibratory functions. The display was pixilated and unreadable. A rewind, load and prime sequence was attempted and the pump emitted an alarm. The alarm message was not able to be read on the damaged display screen. Leak testing revealed a leak due to a crack in the lower right corner of the case next to the display lens. The pump was opened for investigation and revealed all internal pump surfaces were corroded and covered with moisture. A test display was not able to be used for testing due to the moisture present. Complete pump investigation was not possible due to moisture ingress.